Event description:
The customer observed falsely elevated carcinoembryonic antigen (cea), ca125 antigen (om-ma), and ca15-3 antigen (br-ma) results on three patient's samples that ran on the immulite 2000 instrument and did not report the results to the physician(s). The customer used the same samples to perform repeat testing on the same instrument and an alternate platform. The customer informed siemens that repeat results were below their expected cut-off (customer range) and in line with the physician's expectations. There are no reports of patient intervention or adverse health consequences due to the falsely elevated results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and informed that the water supply depleted on the immulite 2000 system and caused falsely elevated carcinoembryonic antigen (cea), ca125 antigen (om-ma), and ca15-3 antigen (br-ma) results on three patient's samples due to insufficient washing. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2022-00041 on 21-dec-2022. Siemens filed the first supplemental MDR 2247117-2022-00041_s1 on 16-jan-2023. Additional information (31-jan-2023): siemens reviewed the immulite 2000 data and observed that the customer did not replenish the water supply in time, which led to the insufficient wash and caused the falsely elevated carcinoembryonic antigen (cea), ca125 antigen (om-ma), and ca15-3 antigen (brma) results. Siemens informed the customer of the issue and provided instructions to resolve the water supply low (12048) and water supply empty (12409) errors on the immulite 2000 instrument. The customer performed routine troubleshooting and resolved the issue by replenishing the water supply. The customer noted no recurrence of the event post-maintenances performed and that the instrument was operational. Siemens concluded that the cause of the falsely elevated carcinoembryonic antigen (cea), ca125 antigen (om-ma), and ca15-3 antigen (brma) results were due to a user error. The instrument generated error messages, and the customer did not replenish the water supply. The immulite 2000 instrument is operating as specified, and no further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
Siemens filed the initial MDR on 21-dec-2022. Additional information (21-dec-2022): siemens reviewed the event data and identified the cut-off values for the carcinoembryonic antigen (cea), br-ma (ca15-3 antigen), and ca125 antigen (om-ma) (ov) assays that ran on the immulite 2000 system and alternate platform, result values, and condition of the patients. Sections b6 and b7 are updated to include additional information. On 23-dec-2022, siemens reviewed the system files and identified "water supply low" (error # 12048) and "water supply empty" (error # 12409) error messages at the time of the event. The customer did not replenish the water source on time, and can potentially lead to insufficient wash and elevated cps (counts per second). Siemens is investigating the event.